Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial set screw came out of the header of the implantable pulse generator (ipg) during release of the lead. It was noted this occurred during a procedure to move the ipg to the right side of the heart for radiation treatment of the left lung. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial set screw came out of the header of the implantable pulse generator (ipg) during release of the lead. It was noted this occurred during a procedure to move the ipg to the right side of the heart for radiation treatment of the left lung. The ipg was removed and replaced. No patient complications have been reported as a result of this event.